Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an "abdominal cavity infection". The cause of the infection was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event (dose, duration and frequency not reported). Pd therapy was ongoing during treatment. At the time of this report, the patient was not recovered from the event. The reporter declined follow up. No additional information is available.